Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to metal ion oxidation while in vivo. Concomitant medical devices: 4024-58, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
The right atrial (ra) lead was returned for analysis and tested out-of-specification. No patient complications have been reported as a result of this event.